Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous right coronary artery (rca). While navigating through the calcified lesion, the balance middleweight universal (bmw) ii could not cross the lesion due to the anatomy. The guide wire broke. The guide wire was able to be removed by simply gradually rotating and removing the device; however, there was resistance with the anatomy during removal. A new bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported break was unable to be confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and core break appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement the guide wire encountered resistance with the challenging anatomy resulting in the failure to advance. Manipulation against resistance likely caused the noted beds and stretched coils on the tip resulting in the difficulty to remove and the appearance of the tip core break. There is no indication of a product quality issue with respect to manufacture, design or labeling.